Event description:
The patient was implanted with a ventricular assist device. The vad coordinator reported that the patient initially transitioned from ECMO to vads. The rvad was not emptying and there was an appearance of clot. The pump was exchanged.

Manufacturer narrative:
The pump was disposed of. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.